Manufacturer narrative:
Section d4: device serial number, lot number and primary UDI corrected. Sections d4 and h4: device expiration and manufacture dates corrected. Manufacturer's investigation conclusion: the reported event of odd power cable disconnects was confirmed via log file analysis. Review of the log files, extracted from (B)(6), revealed on (B)(6) 2025 from 04:24:46 ¿ 04:28:07 and on (B)(6) 2025 from 16:24:42 ¿ 16:42:23, while connected to batteries, intermittent low power advisory and power cable disconnect alarms activated due to the relative state of charge (rsoc) voltage associated with the white power cable fluctuating outside of the expected voltage range. The alarms were not associated with power source exchanges and quickly resolved each time. Pump operation was not affected. On (B)(6) 2025 at 16:42:02, the driveline was disconnected, consistent with the reported controller exchange. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Provided information stated that the system controller was exchanged to (B)(6). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. A) section 5, entitled ¿alarms and troubleshooting¿, and the heartmate 3 IFU (rev. D) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook, section 6 ¿caring for the equipment¿, and the IFU, section 8 ¿equipment storage and care¿, explain how to care for and clean all equipment, including the system controller, batteries, and battery clips. The patient handbook, section 10 ¿safety checklists¿, and the IFU, section e ¿safety checklists¿, provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange on (B)(6) 2025. Log files were submitted for review and captured the exchange on (B)(6) 2025 at 16:42:02. Some odd power cable disconnect alarms were captured on both system controllers as well.